Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor cannula fractured while in the body. The customer was unsure if the sensor cannula was still in the body. She did not see the sensor cannula anywhere on the sensor. The transmitter was not flashing when connected to the sensor. Customer's blood glucose level was 128 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor, found the sensor cannula was retracted inside of the sensor base; unable to confirm if the customer received the sensor damaged due to the sensor was returned opened and used. Also, the introducer needle was inspected for burrs, hooks and dull needle tip defects and none were found, the introducer needle passed per specifications.